Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 157 mg/dl at the time of incident. Customer stated that time clock is advancing. Customer also stated that the buttons are not responding. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.